Event description:
It was reported that inadvertent deployment occurred. A 5 x 80 x 130 innova self-expanding stent was selected for use in a stenting procedure. When the device was unpacked (outside the patient), it was found that the stent had been exposed outside of the delivery sheath. The stent was not used, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed approximately 17mm from the middle sheath. There was a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack were still in the manufactured location, but the middle sheath was no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that inadvertent deployment occurred. A 5 x 80 x 130 innova self-expanding stent was selected for use in a stenting procedure. When the device was unpacked (outside the patient), it was found that the stent had been exposed outside of the delivery sheath. The stent was not used, and the procedure was completed with another of the same device. No patient complications were reported.